Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was "sporadic" when the video baton was manipulated. The procedure was completed using a different glidescope avl video baton 3-4, which was readily available. No harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.